Event description:
Facility owned ambulance service responded to a call of a cardiac arrest of a child. The patient was intubated and defibrillator was properly connected to the patient and the paramedics discovered that the end tidal carbon dioxide (etco2) feature was not functioning. The etco2 data would not display. The paramedics used the fire department's end tidal co2 evaluation device (colorimetric). The defibrillator was pulled from service and sent to the biomedical engineering department for an evaluation. Biomed verified that the etco2 data was not functioning and "check co2 adapter" was displayed. The biomed technician replaced the etco2 adapter and the defibrillator passed all checks. The unit was placed back in service.